Event description:
According to the reporter: the surgeon heard the balloon pop. Attempted to use a second one and it happened again. A balloon from a different lot worked. There was no adverse incident experienced by the patient and the patient is currently ok. There was no unanticipated tissue loss. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes.

Manufacturer narrative:
(B)(4)